Manufacturer narrative:
The intraocular lens was not received for analysis and was discarded by the account. Batch records were reviewed and showed no deviations. A review of complaint records revealed that no additional complaints from the remaining lenses manufactured in this lot were received. Halos and glare are a known and labeled possible side effect of all multifocal lens implants. Iol not received for analysis.

Event description:
It was reported the intraocular lens (iol) was explanted, without complication 10 weeks after it was implanted. Patient reported halos and glare.

Event description:
It was reported that the patient developed an infection. The left ventricular lead was removed.

Manufacturer narrative:
The intraocular lens was not yet received for analysis. The iol met all manufacturing specifications prior to release. Additional information will be submitted after analysis of the iol.